Event description:
The customer observed imprecise, lower than expected vitros phbr quality control results (qc fluid m1914 result 1= 40.18, 42.04, 43.51 g/ml vs. An expected result= 56.96 g/ml ) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report is number one of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise, lower than expected vitros phbr quality control results were obtained. There was no indication that the analyzer related issue contributed to the event. A reagent related issue or an interaction between the vitros phbr slides, the vitros 5,1 fs chemistry system, and the iwf lot in use cannot be ruled out as potential contributing factors. The root cause of this event is unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.